Manufacturer narrative:
Two pictures of a cadd administration sets were received. The pictures were analysis, and the label and the IFU of the rra product; however, no leaks are visible in any of them. No testing could be performed because no samples were provided to perform a thorough investigation. No root cause has to be determined since the reported failure mode was not confirmed due to the fact that no samples were received to perform a thorough investigation. According to the investigation, no actions are required since the complaint was not confirmed. However, manufacturing personnel was notified by the area quality engineer as awareness of the failure mode reported by the customer.

Event description:
Information was received that during using of this smiths medical cadd administration sets, leaking was noticed from the set air filter at the top left corner on the green backing side. It was reported that the patient was connected to the infusion and it was started, and it was noted that there was a small wet spot on the client's bedding. According to the report, upon inspection of the tubing it was noted that the air filter was leaking at the top left corner on the green backing side. No reported adverse effects or patient injury.